Manufacturer narrative:
(B)(4).

Event description:
For 4-5 weeks following implant, the pt had spinal headaches, urinary problems and a lot of pain. She went in for a pump refill and all of the medicine was still in the reservoir. An x-ray was performed and the catheter was found to be kinked. A catheter revision was scheduled. The device system was used to deliver dilaudid. Add'l info has been request, a f/u report will be sent if add'l info becomes available.